Event description:
As reported, the basket of the ncircle tipless stone extractor was unable to open or close during a transurethral lithotomy (tul) procedure. The device worked properly while being tested prior to use in an uncoiled position. The basket was able to retrieve stones located in the renal and ureter 2-3 times before the basket was unable to open or close. The procedure was completed by another same-like device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: phone number: (B)(6). G1: contact office phone number: (B)(6). G4 - PMA/510(k) #: exempt. H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: d4 - primary UDI number; d9 - date returned to mfg. Investigation evaluation: as reported, the basket of the ncircle tipless stone extractor was unable to open or close during a transurethral lithotomy (tul) procedure. The device worked properly while being tested prior to use in an uncoiled position. A laser was used under soft ureteroscopy to crush the stones, located in the renal and ureter, and the crushed fragments were collected using the ncircle tipless stone extractor. The basket was able to retrieve stones 2-3 times before the basket could no longer be opened or closed. The procedure was completed by another same-like device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One ncircle tipless stone extractor was returned without package or label. The cannulated handle (the proximal end of the basket assembly) had pulled free from the collet (the handle component that secured the basket assembly to the handle). This allowed the basket assembly to move distally inside the basket sheath, resulting in the open basket that could not be closed. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with device lot. The evidence from the complaint file, device history record, complaint history, and quality control documents indicates that the complaint device was manufactured to specification as well as other items in the lot or similar devices in the field or in house. The product IFU was reviewed and provides the following information to the user: precaution: the device is conductive. Avoid contact with any electrified instrument. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Based upon the available information, inspection of the returned device, and results of the investigation, a definitive root cause for this event could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.